Event description:
Prior to open reduction internal fixation (orif) surgery of the fifth metacarpal on (B)(6) 2013, the tip of the depth gauge broke. This occurred while testing it on the back table pre-surgery. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. The device was received in a fractured/ broken condition. The device was evaluated. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.